Event description:
An alarm was heard but telemetry not yet performed. Pt was getting 8286 message on ptm (personal therapy manager) which meant "empty reservoir". Code 8286 came up over the weekend. It was believed at the time that the pt was not having any withdrawal symptoms, except for being unable to give boluses. It was stated that the pt was "past the refill due to a drug error and was to be refilled on (B)(6) 2011 at 4:15". Pt heard the alarm every hr and believed it to be critical alarm. It was later reported that pt would be seen in the morning to have medication refilled. Drugs delivered via the system were baclofen, bupivacaine, clonidine and dilaudid. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was later reported the patient experienced increased pain related to the event. The plan was to refill the pump on (B)(6) 2011.

Manufacturer narrative:
(B)(4).